Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17530.

Manufacturer narrative:
The customer replaced the oxygen solenoid valve to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the oxygen device failed. It was reported there was patient involvement at the time the issue was discovered. The customer replaced the v60 with an alternative v60. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an alarm, check vent: oxygen device failed, that had occurred. A philips sales representative visited the customer and found errors 1208 and 1111 had been recorded in the log. The investigation is ongoing.